Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 graphical user interface (gui) upper display was unreadable. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer inspected the device and replaced the gui printed circuit board (pcb). The ventilator passed all tests.